Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system. The table position was adjusted to prevent the o2 flush button from being stuck in the depressed postion.

Event description:
The hospital reported the unit's o2 flush button was stuck resulting in an over delivery of o2 pressure. There is no report of patient involvement.